Event description:
The customer reported that during a telephone call with facility's registered (rn), gambro intensive care therapy specialist regarding a previous issue about a negative pt fluid removal (refer to MDR 9616240-2006-512) facility's intensive care unit, registered nurse, noted that the prisma set was filled with clear fluid. Facility's registered nurse (rn), gambro intensive care therapy specialist instructed facility's intensive car unit (ICU), registered nurse to take the pt off.